Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused carboplatin during therapy in the hematology and oncology care area (programmed amount and delivery rate unknown). There was roughly 100 ml left in the bag when the infusion was supposed to be completed and the volume to be infused was updated in order to empty the bag. It was also reported there was no patient injury.